Manufacturer narrative:
Summary: without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Root cause was unable to be determined. This event could possibly be attributed to damage accrued by the syringe during shipping and handling, or due to other unknown factors causing a need for a large amount of force during extrusion. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure while injecting the paste, the syringe broke. The broken syringe cut the surgeon on the forefinger through both pairs of gloves, contaminating the sterile field. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure while injecting the paste, the syringe broke. The broken syringe cut the surgeon on the forefinger through both pairs of gloves, contaminating the sterile field. There were no reported patient impacts.